Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program; 1 complaints were received during this report period. 1 has investigations which are currently pending. The reported device is labeled for single use. The device was not reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 1 </noe> malfunction event which is associated with the unintentional separation of the device and/or its components from something to which it is connected or attached. These reports were received from various sources. Patient information was not confirmed for the event.